Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the prostar device have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other prostar device referenced, is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that needles did not pass through the vessel wall during attempted suture placement in a mildly calcified common femoral artery using the perclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The needle backdown procedure was performed and the device was removed. The arteriotomy was 6f. A second prostar device was deployed, three needles passed through the vessel wall, the fourth needle passed through the wall and was stuck in the prostar trunk and could not be advanced or backed down. The device was surgically removed and the tavi procedure was performed using an 18f sheath. Hemostasis was achieved surgically. There was significant impact to the patient due to a reported clinically significant delay in the procedure. The patient received a transfusion. It was reported that the physician is trained in the use of the prostar device. No additional information was provided.